Manufacturer narrative:
Other: it was reported by the decedent's son that his father expired after his device didn't go off when the decedent had a heart attack. According to the son, the cause of death was cardiac arrest. The device is in the possession of the decedent's son. Further information received from the healthcare professional indicates that the cause of death was pulseless electrical activity and was not related to a device or lead malfunction. No conclusion can be drawn; device failure.

Event description:
It was reported by the decedent's son that his father expired after his device didn't go off when the decedent had a heart attack. According to the son, the cause of death was cardiac arrest. The device is in the possession of the decedent's son. Further information received from the healthcare professional indicates that the cause of death was pulseless electrical activity and was not related to a device or lead malfunction.